Manufacturer narrative:
Device eval by manufacturer: the device was received inserted in a introducer sheath. No issues were noted with the stent cups or stent holder. The device was received with the stent deployed from the delivery system. The deployed stent was not returned. A visual and tactile examination found a shaft kink 245mm distal from the distal end of the t connector. The guidewire was unable to be inserted due to the shaft kink. A visual and tactile examination identified no issues with the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that the device became stuck on the wire. A 18x90x75cm venous wallstent was selected for a patient left leg venogram procedure to treat poor venous return. The lesion was mildly calcified and mildly tortuous. The device was implanted, and then upon withdrawal/closure the device became stuck on the wire. The wire and the stent delivery system were removed as a unit. The devices were removed from the patient intact. Once outside the patient, the physician wiggled, moved, and adjusted the catheter until it finally came unstuck and was able to be removed. The procedure was completed successfully.

Event description:
It was reported that the device became stuck on the wire. A 18x90x75cm venous wallstent was selected for a patient left leg venogram procedure to treat poor venous return. The lesion was mildly calcified and mildly tortuous. The device was implanted, and then upon withdrawal/closure the device became stuck on the wire. The wire and the stent delivery system were removed as a unit. The devices were removed from the patient intact. Once outside the patient, the physician wiggled, moved, and adjusted the catheter until it finally came unstuck and was able to be removed. The procedure was completed successfully.